Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device with the generator, an error code 5 (or solid tone) was given. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis fund a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use. "Care would be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that the disposable made a grinding type noise when activated. The caller stated that the surgeon noticed the noise at the start of the procedure and immediately replaced disposable. The second instrument worked properly to complete case. No pt consequence reported.